Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was prompting an "error 4" message when she was attempting to test her blood glucose. According to the ot verioiq owner's manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had be recurring intermittently. The patient reported using a combination of medications include metformin and glyburide, with 8 units of insulin. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue specifically on the weekend of (B)(6) 2013. The patient reported during the week prior to contacting lfs, she developed "nausea." It is unknown if the patient associates this symptom with high or low blood glucose. The patient denied receiving any treatment on the day of the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The cca noted the patient's testing steps were correct and in good condition. However the cca was unable to resolve the alleged issue with a retest. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2013 with the following findings: on performance testing with control solution an error 4 was observed with no assignable cause found. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
((B)(4) 2013) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: on performance testing with control solution an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted at this time, lfs considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 1 and 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.